Event description:
It was reported that the intellivue mx800 patient monitor did not have audible alarms for yellow or red events. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No diagnostic/functional testing was performed. Service was no longer required. The customer stated the issue had been resolved after a reboot of the device and provided no further details. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.